Event description:
It was reported that patient with grade 4 functional mitral regurgitation (fmr) for a mitraclip procedure. During system preparation, the mitraclip xtw functioned correctly. During the procedure, + knob was applied to correct an aortic hugger. During pre-deployment establish final arm angle (efaa) the clip continuously opened from closed (approximately 10 degrees) to 40 degrees multiple times. Troubleshooting was performed, efaa was repeated, and the clip opened again. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2, with 2 clips implanted. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.